Event description:
It was reported that the device was allegedly packaged incorrectly, meaning that when the film cover, the set screw fell out as it was on top of the sponge. The hospital had to open a spare set screw.

Manufacturer narrative:
Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database shows that there have been other reported events for this product family, but no trends are noted. A review of (B)(4) confirmed the failure mode and overall risk category was addressed adequately as no discrepancies were identified. The root cause could not be determined because neither the product, no further information was received for investigation.